Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas 8000 e 602 module. Note: the unit of measure was not provided. The initial result was 10. The sample was repeated "later" as the initial result did not match other troponin t hs results from samples run before and after it. The sample was repeated with a result of 3.00 with a data flag. The sample was repeated with a result of 25.

Manufacturer narrative:
The e602 module serial number was (B)(6). It was noted that sediment was visible in the bottom of the sample. The investigation is ongoing.

Manufacturer narrative:
The customer did not provide any additional information for the investigation. The investigation did not identify a product problem. The cause of the event could not be determined.